Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving and unknown drug via an implantable pump for non-malignant pain. The event date was (B)(6) 2016, month and year accurate. The patient reported symptoms of periodic agitation and stomach distress and periods of feeling very fatigued since approximately last refill ((B)(6) 2016). Difficulty refilling was reported as a factor that may have led or contributed to the issue; the managing doctor was only able to inject 17ml of drug into the pump, it felt like after 17ml she was unable to push any more into the pump. The expected volume and actual volume were similar. Diagnostics/troubleshooting; side port aspirated greater than 1ml easily with clear fluid. Catheter was primed. On this report date, refill port was accessed and 4ml removed and replaced. Expected 5.6ml. The volume was reset to 4ml. A refill was scheduled for the following week and they would reassess the situation. No alarms were noted. Surgical intervention did not occur and was not planned. At the time of this report, it was unknown as to whether the issue was resolved, patient status was "alive - no injury" no further information was available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the company representative indicated that the pump was explanted on (B)(6) 2017 due to a malfunction of some sorts. Around (B)(6) of 2016 when the doctor was refilling the pump it gave a lot of push back and would not allow her to administer the full syringe of medication. Since then he had been having problems with the bolus function not working, and feelings of withdrawal like the pump was not working at all. They had the manufacturer¿s staff at several visits and on report everything looked fine, but the patient was never the same. After several problems, they withdrew the dilaudid and he had saline in the pump for the last 10 months or so. They did a pump-o-gram on (B)(6) 2017 which came back fine and they were at a loss on how it was malfunctioning. The patient was scheduled to have a new pump placed on (B)(6) 2017 with a follow-up on (B)(6) 2017 at 3pm. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned to the manufacturer. Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, saline with concentration 60.0 mg/ml was being administered via a simple continuous dose rate of 10.481 mg/day as of (B)(6) 2017. The previously applied conclusion code 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.